Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring 187 ohms. Technical services noted that impedances have been increasing over the last year. Technical services informed the health care professional (hcp) to follow-up with the physician. At this time, the rv lead remains in service. No adverse patient effects were reported.